Event description:
Patient (user) acquired a urinary tract infection (uti) and went to the ER. He stated doctors did not culture his urine at the time of the visit. Rather, they took some blood, gave him a pill and sent him home. He stated as a result, the infection did not go away and he had to go to urgent care. At urgent care they cultured the urine and prescribed an antibiotic. Patient reported he feels ok now. He reported has stopped catheterizing. He said he noticed no defect with the catheters, experienced no blood or trauma. He reported his doctor stated catheterization probably caused his uti.